Event description:
According to the adverse event report, flames occurred under the oxygen face mask when the surgeon activated the cautery on forehead wide excision procedure. Chloraprep solution was used as prep and allowed to dry. The pt's head was wrapped in cotton towels. Lidocaine and marcaine were used for local anesthetic. First and second degree burns occurred to the pt's tongue, cheeks, lips, and nose. On follow-up, the customer reported that the burns were treated with silvadene ointment and antibiotic wash inside the mouth. Pt is recovering well, but still didn't have her teeth (dentures melted).

Manufacturer narrative:
(B) (4). No products were returned to covidien for eval. The incident generator and hand control pencil (covidien product but model# is unk) were evaluated by the hosp biomed and a 3rd party resource. Equipment was found to function properly. The risk mgr stated she is fairly certain the surroundings (oxygen, prep solution, etc.) Contributed to the occurrence and confident the equipment is not responsible. An operating room fire prevention packet was sent to the site.